Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high impedance and elevated short interval counts (sic). The was also noted with an apparent lead fracture, short non-sustained ventricular tachycardia, varying impedance, and oversensing on the pace/sense. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the distal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Lead failure predictor triggered on (B)(6) 2014 for lead impedance and non-sustained tachycardia (nst). Rv pace impedance steady at 400 ohms through (B)(6) 2014, rises out of range (~ 1752 ohms) on (B)(6) 2014. Intermittent oversensing of noise on stored episode egms. Concomitant product: 693158 lead, implanted (B)(6) 2006. (B)(4).